Event description:
Rep reported that the proximal catheter was clogged with blood and debris. The valve and distal catheter were ok when flushed. In a phone conversation with the rep it was confirmed that the device was revised.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time. Device not yet returned.